Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient was hospitalized on (B)(6) 2024 due to incorrect insertion of infusion set. Blood glucose level was 38 mmol/l at the time of the event. Patient first went to emergency room and was admitted to intensive care unit (ICU). The duration of hospitalization was for 3 days. Patient was found positive for ketones level. Patient was treated with intravenous (IV) and fluids of saline and insulin no further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code unable or difficult to insert (source/cause cannot be identified, only use when a specific malfunction cannot be determined). The batch 6007944 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6007944 were previously tested in complaint (B)(4) on 01/aug/2025. The reference samples were visual inspected. All test results were within specifications as per the test report (B)(4) complaint test report. Device history record (DHR) review: packing lot6007944 was manufactured according to the work instruction (wi) version 115 in the line 9, on 04/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 30/jul/2025 against malfunction code unable or difficult to insert (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6007944 and no other complaints has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.